Manufacturer narrative:
The device was returned to our us facility on jan-30-2025, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a regular pre-check, the light was dimming on the device. There was no patient involvement.

Manufacturer narrative:
Per evaluation findings by the manufacturing site: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer dimming light on blade was confirmed, and further defects were detected. In total the following defects were detected: blade damaged, glued joints on camera head worn, housing damaged, cover damaged, plug worn, led is dimly lit, and leaking between blade and housing. As stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is dim. This event is filed under internal complaint ID: (B)(4).